Event description:
The customer reported a ventilator was not alarming when the oxygen is removed from the unit. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the e-cylinder on cart was not fully turned off, customer will find out how to turn off o2 and retest unit, the issue was said to be resolved. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.